Event description:
It was reported to boston scientific corp on 03/11/ 2009, an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B) (6) 2009. According to the complainant, the device would not bow. A new device was used and the procedure was successfully completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4). The device has been received for analysis but not evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).